Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Premature band deployment can occur if the device experiences excessive pressure during general handling or shipment. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the device was to be used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During preparation for an internal hemorrhoid ligation procedure, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that the user opened the package during the preparation stage and found some of the bands were off [premature deployment-subject of report]. User changed to another of the same device to complete the procedure. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. All device components were included in the return, except one band. Our laboratory evaluation of the returned device confirmed the report. The device was returned with 2 bands remaining on the barrel and 3 loose bands in the tray. One of the bands did not return with the device. The trigger cord was also returned in the tray and was still attached to the barrel. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads could not be verified for correct location as two bands still remained on the barrel. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured at 142.4 cm between the knots which is within the 56" +2"/-1" (139.7-147.32 cm) tolerance. An evaluation of the handle wheel movement was performed, and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual prior to use product preparation and handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Premature band deployment can occur if the device experiences excessive pressure during general handling or shipment. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the device was to be used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.